Event description:
Customer's grandmother reported via phone, the insulin pump had alarmed no delivery. Customer's blood glucose was unknown at the time the alarm occurred. Customer's grandmother had resolved the issues with a complete set chance and declined returning any of the devices. Customer's blood glucose was changed and it was 421 mg/dl. The device is not being returned for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.